Manufacturer narrative:
(B)(4). Final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1071 ohms.

Event description:
The device was replaced for end of life (eol). No further information was provided, device returned for analysis.